Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the malfunctioning pump. The code did not recur after the reset, allowing the customer to continue using the pump, with instructions to call back if the issue reappears.